Event description:
The reporter stated the surgeon inserted a micl 13.2mm implantable collamer lens on (B)(6)2010 in the patient's left eye. The patient developed toxic anterior segment syndrome, including increased cells and flares. The anterior chamber tap was sterile. An anterior chamber wash was done and patient was started on fortified antibiotic drops plus steroids. After four days tass was resolved and patient's current bvca is 20/20. Lens remains implanted. See MFR #2023826-2010-00927 for the right eye.

Manufacturer narrative:
(B)(4): evaluation results: a lens work order search was performed and no similar complaints were found within the same work order. Medical review - "toxic anterior segment syndrome" (tass) presents with postoperative inflammation with no obvious cause. Tass is commonly due to nonphysiologic factors and are often the result of patient's reaction to abnormal solutions, contamination of equipment, and /or iols. Conclusions: based on the complaint history, work order search and medical review, a specific root cause of the event could not be determined; (B)(4).